Event description:
During laparoscopic sleeve gastrectomy, when the surgeon used the endo gia 60-4.4 stapler x2 with stapler reinforcement material they misfired. Additional endo gia 60-3.5 staplers were used without this reinforcement material. There was no gaping of the mucosa, but it appeared as only one staple line had fired. The area was closed in 2 layers using 2-0 vicryl suture then the sleeve pouch was tested and there was no evidence of leak.